Event description:
When the nurse began the injection, the pediatric patient moved. The needle broke at the hub and became separated from the syringe. Needle remained embedded in the patient's thigh. The patient was then sent to the emergency department and needle was removed surgically. No additional information was provided.

Event description:
When the nurse began the injection, the pediaitric patient moved. The needle broke at the hub and became separted from the syringe. Needle remained embedded in the patient's thigh. The patient was then sent to the emergency department and needle was removed surgically. No additional information was provided.